Event description:
Reporter indicated a pt has vns generator replacement surgery due to the end of service warning flag registering to "yes". The generator was returned for analysis and it was noted the end of service flag was set to "yes". Analysis of the generator revealed the supply current tests did not meet functional specifications. These measurements demonstrated an increased current consumption for the device, potentially contributing to a premature end of life condition. With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. The cause for the c6 capacitor increase in leakage could not be determined.